Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Was reported that thee was an incident with the bd insyte¿ autoguard¿ winged shielded IV catheter 18ga 1.16in during use the wings adapter separated and required medical intervention. Material no.: 381544, batch no.: 9198681. The following information was provided by the initial reporter: verbatim: it was reported that there was an incident with this product and the patient had to have a MRI to locate the sheath. It was clarified that the winged adapter separated from the catheter when inserted into patient.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint can't be confirmed and the root cause is undetermined.

Event description:
Was reported that thee was an incident with the bd insyte¿ autoguard¿ winged shielded IV catheter 18ga 1.16in during use the wings adapter separated and required medical intervention. Material no.: 381544 batch no.: 9198681 the following information was provided by the initial reporter: verbatim: it was reported that there was an incident with this product and the patient had to have a MRI to locate the sheath.n it was clarified that the winged adapter separated from the catheter when inserted into patient.